Event description:
It was reported that the customer experienced high blood glucose levels, with the glucose meter displaying "high." The impact on blood glucose levels was significant, but specific values were not confirmed, and there were no symptoms of hyperglycemia or diabetic ketoacidosis. The customer took corrective action by administering a correction bolus via the pump, following instructions to inspect and fill the tubing, and changing the infusion site with coaching from customer technical support. Additional supplies were provided, and the customer agreed to try shorter cannulas and rotate sites.